Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called in for help on pca units has error message needs calibration but before call in pn both units he ran calibration and pm test on both units and both pass. But still when he try to connect unit to main unit he gets error over and over saying needs calibration. He has bad login board on both units, customer ask can he run the flash explain he can but its not say it will fix the issue and the flash may not go through. But once he replace the login board on unit he has to run the flash to update the serial number on units that is locate on the rear case of each unit not the serial numbers on the boards. Also gave customer quote on level 1 & level 2 repair services.